Event description:
It was reported that a merlin.net transmission showed non sustained rv oversensing due to rv oversensing. Externalized conductors were suspected. The physician elected to turn off therapies and have the patient wear a lifevest until a date can be made to extract and replace the lead. No further information is available at this time.

Manufacturer narrative:
Correction: the previously reported UDI number: (B)(4).

Manufacturer narrative:
A complete lead was returned in two pieces for analysis. Internal insulation abrasions were noted at 13.5 cm to 14.2 cm, 27.5 cm to 27.9, and 25.8 cm to 26.3 from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 11.2 cm to 12.1 cm from the distal tip breaching the re lumen. The etfe coating was abraded at this location. The exposure of the re conductor cable in the abrasion zone likely caused the complaint reported from the field.

Event description:
New information received states that the lead was explanted and replaced. The patient fully recovered and no additional issues were noted.